Manufacturer narrative:
The pt was transplanted approx one week later. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's output decreased to 2 lpm, requiring temporary hand pumping by the hospital staff. The pt was reported to be confused, short of breath and was later intubated.